Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient needed a higher power lens. The iol was explanted and exchanged with an unspecified non-company lens during the secondary implant procedure. Additional information has been requested but is not available at the time of this report.